Event description:
Information received indicates the hi/low function is drifting.

Manufacturer narrative:
The hill-rom technician found the hi/low brake washer was cracked. The technician replaced the brake washer, cleaned and degreased the hi/low drive to repair the bed.